Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, that the tip of a monopolar curved scissors (mcs) instrument was deformed. The procedure was completed using a backup mcs with no reported injury.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The instrument was found to have one of the blades melted at the tip. Review of the provided image by a regulatory post market surveillance analyst shows that the mcs tip has thermal damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was further evaluated by the advanced failure analysis team. The mcs instrument was found to have a melted blade tip. Similar blade damage was previously attempted to be replicated by intentionally energizing an in-house instrument with the highest settings on the metal wrist of another instrument. The in-house instrument blade tip was similarly melted. It is likely that the user energized close to another metal instrument resulting in the melted tip. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: one of the tips of the mcs was melted. The melted part is about 2mm long. No abnormality was found during the operation. The issue was identified during the cleaning process. The mcs was not found damaged before reprocessing, and the damage was found after cleaning. The instrument was inspected prior to use and no damage was noted. Immediately after the operation, the instrument was inspected, and no damage was found to the instruments. The damage was discovered during the cleaning process. The customer was unable to determine whether there was a collision during the procedure. No arcing was observed during the procedure. There was no injury to the patient.